Event description:
Bariatric surgery- "during use of the device user observed that the unit did not seal. (Error message) delicate and potentially hemorrhagic dissection." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted that there was an insufficient jaw gap between the upper and lower jaws. This allowed the upper and lower jaw to come into contact and create a short circuit. Engineering was able to replicate the device alarms when the device was activated and analysis of the device key activation logs also confirmed the incident experience. The root cause of the incident is an insufficient jaw gap due to the manufacturing process of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps have been added to the manufacturing process and training was conducted for the production teams to further minimize the potential for this type of incident to reoccur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.